Event description:
It was reported the pt was not getting therapeutic effect from their neurostimulator. Specifically, the pt did not feel stimulation or have good pain control. The hcp felt the electrodes were not working properly. Rather than program around the electrodes that were not working, the decision was made to pull the lead. A new lead was unable to be placed at the time. The pt later had a new lead placed with good results (see MFR report # 3004209178200804022).